Manufacturer narrative:
Investigation: visual inspection revealed no non-conformities with the device. The button and safety lock were depressed. The cutter had been actuated and the cutter and needle were extended. The aortic plug was visible. There was slight evidence of blood on the device. The distance from the aortic stop to the cutter edge was measured. A value of 10.30mm was obtained and was found to be within specifications. The cutting edge of the tube was examined and no non-conformities were found. There was no evidence of blood on the device. Based upon these findings, the reported complaint "needle seemed to extend longer than usual" could not be confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance which could have contributed to this failure mode. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii aortic cutter felt fragile. There were two proximals needed for this case. Both cutters were used with no issues but the surgeon felt that the cutters felt very fragile. He also reported that the needle seemed to extend longer than usual. No new kits were needed to complete the procedure. There was no damage to the aorta. The hospital did not report any patient effects. The product was returned.